Event description:
It was reported that the external pulse generator (epg) displayed an error code. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the error 722 occurred multiple times. The device failed incoming functional testing, and shut down. The main printed circuit board (pcb) was replaced. It was noted that the display wires were pinched with the wire insulation not compromised, one case screw was contaminated and a battery drawer shorting bar was required. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.